Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: saline.

Event description:
Patient reported, deflation for right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3, g1. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/jul/2024.

Event description:
Patient reported deflation for right side. Device was explanted.

Event description:
Patient reported deflation for right side. Device was explanted.